Manufacturer narrative:
Due to the still implanted sample, we are unable to provide a meaningful investigation. According to the complaint description, it is not possible to clear the cause of the adjustment difficulties. Deposits might be a possible cause. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. However, a meaningful result requires a complete examination of the sample. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m.blue (part # fx817t) was implanted during a procedure performed on an unknown date. According to the complainant, the mblue10 shunt had inadvertently reprogrammed. In early june, the valve was adjusted to eight (8). When the patient returned on (B)(6) 2021, the valve verified at 16 (sixteen). The valve was adjusted back to eight (8) and the setting was verified with both compasses. On (B)(6) 2022 the patient returned for follow-up and the valve setting remained at eight (8), which was the prior setting. No further adjustments were made during this visit. The patient was scheduled to undergo a t was to undergo a computed tomography (CT) scan and shuntogram. The complaint device is still implanted and not yet available for further evaluation. The patient is scheduled for clinical follow-up.